Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and it was found that the thermal-fuse component was damaged possibly due to over-heating and wearing out of the unit. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the defect could not be determined as all units are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the unit would not heat during set-up on a patient. No report of patient injury or harm.

Event description:
The customer alleges that the unit would not heat during set-up on a patient. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The device was returned for evaluation, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. The device was manufactured on 11/18/2011.